Manufacturer narrative:
Upon investigating, the device involved in this incident, it was determined that the malfunction had occurred due to a door failure. A field service engineer stated that the i.v. Solution bag behind the shelf tray was interfering with the door closing and opening. The field service engineer removed the bag to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that the tower door had failed and was not opening. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.